Event description:
The manufacturer received the device with no reason given for explant. Implant duration is unknown as no explant date was provided. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.